Event description:
It was reported that the patient was treated with antibiotics (date and duration not reported).

Manufacturer narrative:
It was reported that the patient was treated with antibiotics (date and duration not reported). This report is submitted on 8 january 2021.

Event description:
Per the clinic, the device was explanted (specific date not reported).

Event description:
Per the clinic, the patient experienced infection and drainage at the implant site. Additional information has been requested but has not been made available as of the date of this report.